Manufacturer narrative:
Updated b.1, b.5, h.6, img code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was between sizing of a 29 mm and a 34 mm valve. The 29 mm valve was implanted and due to the patient's calcification, moderate paravalvular leak (pvl) was noted. A 34 mm valve was then implanted successfully.

Manufacturer narrative:
Continuation of d10:  product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, a second valve was implanted for an unspecified reason. Following the implant procedure, the incorrect serial number was provided on the patient's registration card. A new card with the correct serial number along with a data correction letter was sent to the patient.